Manufacturer narrative:
The right side release allegedly broke off and the consumer fell, resulting in stitches. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time. MDR filed based on alleged serious injury. Malfunction is not confirmed.

Event description:
The right side release allegedly broke off while in use, causing the consumer to fall and sustain lacerations that required stitches.